Manufacturer narrative:
(B)(4). Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The review of DHR revealed no production issues at the time of manufacture of the complained lot. The reported defect cannot be confirmed because of unavailable defective device. The root cause of reported defect cannot be clearly determined because of unavailable defective device. As the root cause of this complaint was not determined, no corrective/preventive actions in production are deemed necessary to introduce.

Event description:
During a cholecystectomy, when the memobag was opened a white powder spread in the surgery room and on the viscera of the patient in abnormally large quantities the liver was covered in this white powder. The surgeon applied wet compresses to remove as much powder as possible. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device is not investigation. The manufacturer will continue to monitor and trend related events.

Event description:
During a cholecystectomy, when the memobag was opened a white powder spread in the surgery room and on the viscera of the patient in abnormally large quantities the liver was covered in this white powder. The surgeon applied wet compresses to remove as much powder as possible. The patient's condition was reported as fine.